Manufacturer narrative:
(B)(4).

Event description:
It was reported that during anesthesia procedure, the tube was found to have cuff leakage while inserted in the patient. A second tube was inserted after this, which also had cuff leakage. A third tube was finally inserted and then the operation was continued and was successful. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).